Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that tachycardia therapy was turned off and the patient was given a life vest for critical therapy. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms, and left ventricular (lv) impedance measurements of greater than 3000 ohms. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the patient¿s leads were suspected to be fractured. The patient was being referred to their physician, and no actions/interventions have been planned or performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which noted that a surgical revision was performed and this device was explanted and replaced. No additional adverse patient effects were reported.